Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-02029. It was reported that during a percutaneous coronary intervention, a balloon inflation issue occurred. Vascular access was gained via the femoral artery. The 90% stenosed, de-novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion was pre-dilated. During deployment of the 3.0x16mm promus element plus stent the balloon was pressurized; however, there was no reaction. The physician noted contrast coming out of the stent. The physician was able to pressurize the balloon to 2-3 atm and partially deploy the stent. A different balloon catheter was then used to post-dilate and fully expand the stent in the target lesion. A 3.5x12mm promus element plus stent was also used and the same issue occurred. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were also reviewed with no issues evident. The inner was broken at the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 1.8mm separation in the inner during microscopic examination. There was no evidence of stretching to the inner. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-02029. It was reported that during a percutaneous coronary intervention, a balloon inflation issue occurred. Vascular access was gained via the femoral artery. The 90% stenosed, de-novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion was pre-dilated. During deployment of the 3.0x16mm promus element plus stent the balloon was pressurized; however, there was no reaction. The physician noted contrast coming out of the stent. The physician was able to pressurize the balloon to 2-3 atm and partially deploy the stent. A different balloon catheter was then used to post-dilate and fully expand the stent in the target lesion. A 3.5x12mm promus element plus stent was also used and the same issue occurred. No patient complications were reported and the patient status is stable.